Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). The pump passed the basic occlusion test, displacement test and 10u bolus delivery. There were no motor error alarms and the motor tested okay. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and bolus anomaly. The blood glucose at the time of the incident was 236 mg/dl. The pump was stuck in bolus delivery/rewind loop. The customer stated that pressing the act button on the rewind complete screen does nothing. The customer also mentioned that the pump alarmed motor error when he gets down to the end of the reservoir. The drive support disk was normal and the pump was not exposed to high magnetic field. The motor error alarm occurred more than once in the last thirty days. Troubleshooting was not able to resolve the issue. The device was returned for analysis.